Event description:
Legal papers state plaintiff was revised due to ongoing pain and discomfort. Operative report notes state, "inspection of the component revealed that the pt did have some splitting of the polyethylene, as well as some grooving of the polyethylene, indicating some rapid failure."